Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One suture, one cannula and a plug were returned for analysis. Product code ez10g. During the inspection of the sample, no breakage suture was noted. However, the suture was observed detached from the plug and the loop suture was broken in two sections. Besides that, the scored point (plug) was noted broken of the cannula. The product code ez10g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported by the sales rep that when the endoloop was broken, the thread was broken along with it. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that "...when the endoloop was broken..." - when did the reported event occurred (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? =>it was during use on the patient.- please provide lot number.: currently, unknown. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).: dr.(B)(6) that is a chief surgeon.- please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.?: we regularly contact with sale rep about the device returning. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.